Manufacturer narrative:
The insulin pump was unable to prime during prime test. Failure analysis was unable to determine root cause due to insulin pump preservation. The occlusion and excessive no delivery test could not be performed due to prime fill anomaly. The insulin pump was received with enercell alkaline battery. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump was received unable to prime during prime test due to faulty force sensor resistor.

Event description:
It was reported the customer passed away from cancer on (B)(6) 2015. The customer was not wearing their insulin pump at the time of death. The customer was disconnected from their insulin pump two days prior to their passing. Failure analysis on the customer's insulin pump found the insulin pump could not prime during a prime test. The root cause of failure could not be determined due to insulin pump preservation. No additional information provided.